Manufacturer narrative:
(B)(6). There is a potential for spectra optia to return small amounts of air to the pt through the return line when there is a small level of platelet aggregation in the return reservoir. This aggregation can be caused by the use of an insufficient level of anticoagulation for a given pt. The level of aggregation may be insufficient to activate the alarms designed to detect this condition at the current alarm limits. A service call was placed to check out the equipment. There were no issues found. Also, a full pm procedure was performed just days after this incident with no problems found. Rdf analysis was conducted for this procedure. The aim image analysis shows signs of platelet clumping present in the channel beginning at 16:30 throughout the rest of the procedure. Reservoir volume measurements from the low level sensor were normal (15ml) until clock time 16:07 when the calculated reservoir volumes began to run slightly low. The volume reached a minimum of 4.8ml which caused the 'low level too late' alarm trigger of 5ml at 17:11:08. The worst possible case of potential air volume returned to the pt was 39.7ml over the 73 minutes of procedure time while the pt was connected. Based on the run data file analysis, it is likely that a clumping in the reservoir blocked the low level sensor causing a false fluid reading. This caused the fluid level to go below the sensor allowing air to be drawn into the return line. Conclusion: clotting in the return reservoir caused by inadequate anticoagulation prevented the return sensor from operating appropriately. A field action has been initiated to add an add'l air sensor.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. Customer reports via email that they were performing a tpe procedure on a pt who is anca positive with vasculitis. Thirty minutes into the procedure it was aborted because the filter in the reservoir was clotted and there was air in the return line below the filter moving towards the pt. No alarm occurred. They flushed the air out of the return line and attempted to restart the procedure but air again continued to go into the return line. This time they did receive an air detected at low level sensor. The pt did not receive any air. The complainant was unwilling to provide pt identifier info. This report is being filed due to the potential for air to be returned to the pt.